Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
It was reported the proximal connection connector is broken. There was no patient involvement. The field service engineer (fse) confirmed the front panel assembly had cracked and as a result the proximal port was broken off. The fse replaced the front panel assembly and the issue was resolved.